Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: please note that the incorrect serial number and date of manufacture (dom) were inadvertently entered into the initial medwatch report. Both fields and UDI have been updated accordingly. UDI ¿ (B)(4). The manufacturing site name was documented as oberdorf synthes produktions gmbh (oberdorf) in the initial report. This has been updated to synthes produktions gmbh (waldenburg). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. Device evaluation: the actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device would not work in reverse. It was noted that the reverse locking mechanism was blocked. It was noted that the reverse was blocked due to corrosion and being jammed. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check reverse locking mechanism. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the left/right button on the compact air drive device could not be pushed. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.